Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31ga 6mm wholeunit 10bag hub separated during use. The following information was provided by the initial reporter: material no. 324909 batch no. 0041282. It was reported that needle hub separates into shield.

Event description:
It was reported that syringe 0.3ml 31ga 6mm wholeunit 10bag hub separated during use. The following information was provided by the initial reporter: material no. 324909; batch no. 0041282. It was reported that needle hub separates into shield.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/1/2020. H.6. Investigation: customer returned four (4) 0.3ml bd insulin syringes from an open polybag from lot 0041282. Consumer reported found few from this box where the needle hub stays in shield. All 4 returned syringes were examined, and it was observed that all 4 syringes exhibited a needle hub/shield assembly separated from the barrel; no damage to the barrel tips was observed. A review of the device history record was completed for batch # 0041282 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10.